Manufacturer narrative:
Alleged failure: very foggy. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: fluid in camera head caused by a leak at the focusing ring of the coupler. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a foggy image.